Event description:
The customer reported no audio alarm. Co's customer support engineer verified that the audio alarm did not activate. The cse inspected the device and tightened a loose alarm terminal. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.